Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 144 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 156 mg/dl and 168 mg/dl using truemetrix air meter. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :144mg/dl date:(B)(6) 2017 time:7:28am fasting, result 2 :111mg/dl date: (B)(6) 2017 time:8:13am fasting, result 3 :101mg/dl date: (B)(6) 2017 time:9:30am fasting, result 4 :132mg/dl date: (B)(6) 2017 time:7:44am fasting, result 5 :125mg/dl date: (B)(6) 2017 time:8:48am fasting.